Event description:
It was reported to philips that the live images were flipped to 90 degrees. The device was in clinical use during this issue occurrence. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.